Event description:
Reporter purchased completely sealed frozen ii band-aid from local giant super food store. Reporter opened the band-aid container at home and used one band-aid. In the container was a disclaimer or warning about the product. Reporter unfolded the piece of paper and found out it was not apart of the product. The paper was an anonymous note that incomprehensible regarding political rhetoric written in abbreviations. Somewhat of a nonsensical message that wasn't anticipated in a sealed band-aid container. Reporter made a police report with state college police department & returned the product to the store's manager. Police shared that there have been a few other incidents of messages in containers for a few years in (B)(6).